Manufacturer narrative:
Pt's gender: unk. The company service representative examined the system and confirmed the problem reported. The pcb was replaced and the display was retightened. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The nurse reported the system does not recognize the phaco handpiece. The event occurred as the surgeon completed the sculpt mode and was starting quad removal. The handpiece was switched out and the same issue occurred. The system was swapped out to complete the case. There was a slight delay noted. No patient injury was reported.